Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00129. During the procedure, air was aspirated from the hemostasis valve. The introducer was replaced, but the same issue occurred. The second introducer was replaced to the third and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of an air leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.